Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was implanted in (B)(6) 2023 and returned with a gastrointestinal (gi) bleed. On device interrogation, it was noted that the system controller clock was not set. The event log captured ¿controller clock corrupt¿ events from the beginning of the data capture and all throughout the log. Additional information was provided that the clock not being set was due to the patient allowing their batteries to drain, causing a pump stop. Additionally, an esophagogastroduodenoscopy (egd) was negative for acute bleeding. The patient was given packed red blood cells and aspirin was stopped. Hemoglobin and hematocrit were stable at the time of discharge.

Manufacturer narrative:
Section d1 brand name: corrected; section d4 catalog number: corrected; section d4 primary UDI number: corrected; no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.